Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump was exposed to fluids and the keypad isn't responding. She was attempting to clear the missed bolus alert but was unsuccessful. When she attempted to bolus the number would only go up to 1.5 units and then it wouldn't move. Customer's blood glucose was unknown. Fluids were noted under the lcd display. Troubleshooting was performed and due to keypad anomaly the device is being replaced. Customer was advised to discontinue use of the device and revert to back up plan. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No moisture damage on motor or electronic assembly noted during our visual inspection. The insulin pump has cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.